Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube has been found containing foreign matter. The following has been provided by the initial reporter: before use, it found fm was embedded in stopper.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube has been found containing foreign matter. The following has been provided by the initial reporter: before use, it found fm was embedded in stopper.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, (B)(4)retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.